Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip. Under magnification, it was observed that the manifold shows signs of melting between 5 - 7 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints of any kind for this lot of devices that was released to distribution. This CAPA has now been closed due to a change in the manufacturing process reducing the level of occurrences. Although CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10194. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10194. (B)(4). Awaiting device return.

Event description:
The sales rep reported that during a shoulder repair that two of the customers vapr s90 electrodes were sparking while in the patient's joint space. The surgeon completed the procedure with another 3rd like electrode with no patient consequences or delays. The sales rep was not sure if the third electrode was a different lot number than the first two. The sales rep reported that the devices were not reprocessed, the generator was set to default, and the customer used the neptune to provide suction. The sales rep was not present and had no further information.